Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported on the same patient involving two separate products MDR 1225714-2014-02401, 1225714-2014-02402, 1225714-2014-02403, 1225714-2014-02404, 1225714-2014-02405 and 1225714-2014-02406.